Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is no complaint with the components used as such. They have been implanted into the patient. The surgeon was verbally telling me that if a size 7 narrow femoral component was available he would of used that instead of the standard profile size 7. So I was highlighting this as in our training we have been told to submit a complaint if a surgeon highlights any dissatisfaction with a product or instrument.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Carrying out a bilateral attune total knee replacements. Surgeon was using the balanced sizer method to size the femoral component. Upon sizing the femur the a/p dimension was sized as 7 however the m/l dimension was closer to size 6. The surgeon had to decide whether to down size to a size 6 to have a better m/l fit or stay with a size 7 to obtain a better a/p fit. But after placing the size 6 femoral cutting block he decided to use a size 7 as the knee would be completely imbalanced, with the flexion gap being much larger than the extension gap. As a result there was overhang on the m/l aspect using a size 7. So he wanted me to highlight the need to produce a size 7 narrow component (a/p size 7 m/l size 6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.